Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a chiller failure. Per review of wo notes, they discussed this was indicative of a failed chiller. They requested a quote for a depot repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80. Expected 6 actual 28. A check of t4 showed at 33c. Stated that they recently replaced the mixing pump, and when filling the device took more than 3 .5 l of water. Per review of wo notes, they discussed this was indicative of a failed chiller. They requested a quote for a depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80. Expected 6 actual 28. A check of t4 showed at 33c. Stated that they recently replaced the mixing pump, and when filling the device took more than 3 .5 l of water. Per review of wo notes, they discussed this was indicative of a failed chiller. They requested a quote for a depot repair.